Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. Data downloaded from the device shows that a 0x22 alarm was generated. Inspection of the device found no abnormalities that would contribute to the alarm being generated; a root cause for the alarm could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 346 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. A rash at the site was also reported. As treatment, a new pod was applied and a correction bolus was delivered.